Event description:
During follow-up, sensing noise and loss of capture due to dislodgement were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.